Event description:
Common atrial line tubing was due to be changed. Upon placing new tubing, blood noted to be backing up in line and leaking. Crack noted in the port. Surgeon removed line. Reported by unit that this has happened several times, however, the last report is from (B)(6) 2020.